Event description:
It was reported that while the external pulse generator was being cleaned the ventricular cable was snapped out of the output connector. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the output connector was broken. It was also noted that the lower case was broken, the ring cover was broken, two side bail covers were contaminated and the keyboard pad was cosmetically damaged.